Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a bioprosthetic aortic valve, implanted approximately for 11 years, was explanted due to structural valve deterioration with severe aortic stenosis. A root enlargement was performed and the explanted device was replaced with another edwards valve. The valve appeared to be functioning well with no evidence of aortic insufficiency and mean gradient of 8 mmhg. The patient tolerated the procedure well and was taken to ICU intubated in stable condition. It was learned that the patient had expired post-operatively due to unknown reasons.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).